Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th april 2026, it was reported by an arthrex employee via email that for an ar-1530ps, peek-tenodesis¿ screw with handled inserter 3 mm x 8 mm, before inserting the screw, the screw was removed from the screwdriver. After reinserting the screw, it could not be removed from the screwdriver. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed successfully using a newly opened product of the same model number. No significant surgery delay reported. No additional anesthesia administered to the patient. 20th april 2026 - additional information was provided by the complaint initiator: although it was recommended to remove the screw from the screwdriver after opening the product, the screw could not be removed. 28th april 2026 - the complaint initiator replied that the issue was discovered in the surgical field.